Event description:
Obtaining back-to-back blood glucose results of 168 mg/dl and 360 mg/dl, while using the suspect device. Patient indicated that no action was taken based on these results. No patient injury was reported and no treament was received. Patient stated that quality control testing had been performed on the system; however, patient did not know if the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.